Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: at the initial firing on pulmonary artery, the device could not fire, even after pressing the green button. A new sulu was used to complete the case with no problem. There was no patient harm. Operating time was not extended by 30 minutes. There was no tissue damage or tissue loss or bleeding.